Event description:
Option ivc filter found to be multiply fractured, in at least 10 different pieces, including one fragment embolized to the right pulmonary artery. The filter was removed with forceps and all intravascular fragments were removed, however multiple extravascular fragments remain.